Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what do you mean by "sutures from the same lot become loosened in intra-op" please explain? Did all the reported suture threads pull off/detach/separate from the whole needle while suturing/ during use on patient? No. Or did the sutures knots loosen while suturing/ during use on patient? No. Or was there any other quality issue noticed with the suture pre-op- before use on patient during the procedure /intra-op- while suturing? No, but 4 ligatures were implied. Any patient consequence/ae outcome as a result of the event report? No. Was procedure completed successfully? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis twenty-nine unopened samples of product code f2515, lot pdj280. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-8962, 2210968-2019-89627 and 2210968-2019-89632. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "sutures from the same lot become loosened in intra-op" please explain? Did all the reported suture threads pull off/detach/separate from the whole needle while suturing/ during use on patient? Or did the sutures knots loosen while suturing/ during use on patient? Or was there nay other quality issue noticed with the suture pre-op- before use on patient during the procedure /intra-op- while suturing? Any patient consequence/ae outcome as a result of the event report? Was procedure completed successfully?

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The suture become loosened during the procedure. There were no adverse patient consequences reported.